Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient developed opioid induced hyperalgesia. He was admitted to ucla and treated with oral dilaudid and a lidoderm patch. He was discharged to another healthcare provider to help reduce his oral intake of dilaudid. Per the reporter, the patient was not doing well. He was unable to complete residential rehab due to pain. He was off pain medications but pain level was a 10/10.

Event description:
It was reported that the patient had never ever had the pump work like it was supposed to. He questioned the healthcare provider (hcp) as to why he was receiving dilaudid 12mg by injection and it didn't work, it gave him hyperalgesia. The patient was not happy that the hcp told him that 'sometimes it doesn't work'. The patient thought that the problem may be scar tissue or the hardware from 5 failed back surgeries or the catheter being in the wrong place. The patient had terrible pain at l4, l5, s1 and it was made worse. The patient did not want any more narcotics so a peripheral nerve stimulator was implanted. The pump was left implanted and filled with saline.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received and it was reported that the patient never had therapeutic effect. They kept increasing the dilaudid dose; the patient didn't want them to, but it didn't help. The patient felt that it didn't work because he had problems with l5 and s1. The catheter was at t3. They had tried changing the catheter position/replacement twice (see manufacturer's report #'s 3007566237-2013-03917 <(>&<)> 3004209178-2014-05690); changing the catheter's positioning never worked. The patient felt that his hcp (healthcare provide) never listened to him. The pump was switched from dilaudid to saline in (B)(6) 2013. The patient went thru detoxification because they removed the medication; the patient "went thru hell in detox". The patient was getting no sleep; the patient had to sleep on his stomach because of pain on the right and left side. The patient felt that he had tried everything and nothing helped. The patient was planning on having the pump explanted.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).